Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a maroon intermate device was involved in an underinfusion incident. According to the report, the device was filled with 230 ml of fluorouracil and connected to the patient. The reporter indicated that the expected infusion rate was 5 ml per hour. At the end of the expected infusion, there was an "eggsized volume" remaining within the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.